Event description:
It was reported that the pt states, he has swelling in the left hip. He has a constant dull ache in the left hip and thigh. He sometimes experiences sharp pains down the leg between the hip and the knee. He has a sharp pain when trying to negotiate steps or getting down on his knees. Anything that puts pressure on the leg causes his paint to increase. He also has difficulty getting in and out of his pickup truck and cannot bend over to put on his socks. He is taking pain medication when pain intensifies. He is scheduled to see his doctor on (B)(6) 2012.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.